Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 165 mg/dl at the time of the incident. The customer also report that insulin pump had multiple pump error alarm and the customer was successfully able to clear and rewind the pump. The customer was advice that insulin pump will need to be replaced. Advice to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No blank display anomaly noted. Device passed self test and displacement test. Formatted history file confirmed hal software error detected and the main arm cannot communicate with the motor arm due to software error.